Event description:
The dr placed the port on 99. Shortly after, the pt complained of irritation. The dr then injected contrast in the port and discovered the contrast leaking near the clavical. He later discovered the distal end of the catheter (approx 4 inches in length) lodged in the pt's pulmonary artery. He successfully removed the distal end of the catheter with a snare. The dr noted that the broken piece was a 'clean break', with no signs of stretching or wear.